Event description:
Procedure: esophagus. According to the reporter: the procedure was performed without complications. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The defect was found post-op within 72 hours from surgery. A fistula was found. The patient was brought back to the or for prosthesis implant. As such, there was an extension of the hospital stay and drug treatment. Currently, the patient is in stable health.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.